Event description:
It was reported that the patient underwent revision surgery to remove and replacement ams 700 cx pump due to a kink in the pump tubing. Additional information received stated that the pump was not removed, but the kinked tube was fixed.